Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the proximal screws in ann ph backed out after use of corelock technology. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two undated x-ray pictures were received for investigation. The quality of the x-rays is sub-optimal. On one x-ray it can be seen that the third proximal screw and possibly the middle screw of the proximal screws have been backed out. Product evaluation: no product was returned as they are still implanted. Therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review of the nail: review of the device history records identified no deviations or anomalies during manufacturing. Surgical technique: explains that the locking of the corelock is done using the corelock driver with torque limiting handle. Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle. Conclusion: it was reported that the proximal screws in ann ph backed out after use of corelock technology. The quality records show that all specified characteristics for the released parts have met the specifications valid at the time of production with no anomalies during manufacturing with a potential correlation to the reported event. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The received x-rays confirm the reported event. It is unknown if the locking of the corelock during the primary implantation has not been performed as specified in the surgical technique using only the corelock driver with torque limiting handle. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screws might be multifactorial related to either patient condition and behaviour, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screws remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screws. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: proximal humerus, right, long, 7x240mm catalog#: 47-2496-240-07; lot#: 3027920. Therapy date: unknown. The manufacturer received x-rays and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the proximal screws backed out after use of corelock technology.